Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the use of a product called "invisishunt" which is designed to ¿bury¿ a shunt in the skull so it protrudes less on the scalp. He then claims he has issues with programming when he buries the certas valve.

Manufacturer narrative:
Updated fields:  g3, g6, h2, h3, h6, h10. The certas valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to "valve implanted at inappropriate location or with excessive tissue thickness over the valve¿ and the valve cannot be adjusted. As noted in the IFU choose an implantation site for the valve where the tissue over the valve is not too thick.. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.